Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-30481, related manufacturer reference number: 3006705815-2020-30857. It was reported the patients system did not provide effective relief. Surgical intervention was undertaken wherein the entire system was explanted.